Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose level of (260 mg/dl) the customer took a manual injection to stabilize bg level. The customer stated to be out of the country and ran out of supplies causing bg levels to be elevated. It was indicated that the customer would revert to manual injections.